Manufacturer narrative:
Further investigations are not possible as the defective device was not available for investigation. From the venet description the device reacted with an alarm and heater cut off as intended. Should additional relevant information become available a supplement report will be submitted. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a blood warmer prismaflo ii did not heating up as it should and error message on the screen showed "e". There was no report of patient injury or medical intervention associated with this event. No additional information is available.